Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary displayed a black screen and would not power on. Remote smart service (rss) showed the station as offline. The customer informed that the station had been powered off for approximately 10 minutes and then powered back on, but the issue persisted. The customer also experienced a clicked noise, although the station remained on a black screen and does not boot. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device latches were damaged. The field service engineer (fse) determined the station would not power on, isolated the issue to the drawer 5-2 half-height cubie drawer, verified with a voltmeter that the drawer 5-1 controller board was within range while drawer 5-2 was out of range, replaced the drawer 5-2 controller board, and reconfigured the drawer to resolve the issue. The system functioned as intended after the field service engineer repaired the device.